Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process, basal delivery, and bolus delivery. Customer's blood glucose level was impacted. The customer was able to load a new cartridge and resume insulin delivery.